Manufacturer narrative:
Pending evaluation. Concomitant devices: cc tibial insert sz 2, 13mm (cat# 208-22-13 / sn# (B)(4)).

Event description:
As reported, approximately 9 years postop tka this (B)(6) y/o female patient, weight (B)(6)lbs, presented recently with knee pain and it was discovered that the spine stiffening screw had migrated superior. Pre-op planning was the insert would be replaced and if screw was damaged the entire tibial component would be replaced; however, prior to the case, it was determined that the tibia will remain due to the patient is elderly and not active or obese. As insert was being removed it was discovered that the femoral component was loose. The surgeon did not want the patient to go thru a revision as the bone was good and the surgeon wanted to clean and remove some old cement and insert a new size 2 nmc femur, which was cemented in place. While replacing the insert, it was noted that the screw would not engage the stem. The surgeon decided to implant a15mm insert w/o the spine stiffening screw with no harm to patient. Due to the age, health and activity level of the patient the surgeon decided not to stem a femur but to replace it with a new nmc femur and replace the insert w/o the spine screw. The patient was last known to be in stable condition following the event. Devices will not be returned by the facility. Devices are not returning due to hospital policy.

Manufacturer narrative:
Section h10: (h3) the evaluation noted in the revision reported was likely the result of the spine stiffening screw backing out of the tibial stem extension. However, the reason for the screw disengagement could not be determined based on the information provided. The reported femoral loosening was likely the result of an insufficient bond between the implant and the bone. However, this cannot be confirmed because the components were not returned for evaluation. Section (d11) concomitant devices: - cc tibial insert sz 2, 13mm (cat# 208-22-13 / sn# 5313997) section(s): no information has been provided: a5, b6, the following section(s) have additional info; g4, g5, g7, h1, h2, h3, h6 and h7.